Manufacturer narrative:
As reported, when retracting the delivery system after the 8x60 x120 cm smart flex vascular stent system was released, the stent was taken out of the body with it. There was no reported patient injury. No unusual force was applied during the deployment of the stent, and the stent was not partially deployed nor still attached to the delivery system. The access site was the femoral artery. The vessel characteristics at the target site included no tortuosity, little calcification, and seventy-five percent (75%) stenosis. The device was stored and handled according to the instructions for use (IFU) and prepped as per the IFU. There were no visible signs of device/package damage prior to use. The device was returned for evaluation. A non-sterile ¿smart flex 8x60 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected, revealing kinks located approximately 18 cm and 118 cm from the distal tip. Additionally, the proximal end of the outer sheath was found to be separated from the hemostasis valve, 129 cm from the distal tip. The stent was not returned for analysis, and the hemostasis valve was open. No other significant details were observed on the returned device. A functional test could not be performed because the unit was returned fully deployed and exhibited severe kinking and separation. The separated edges of the outer sheath were evaluated using a vision system, which showed evidence of elongation on the edges. These elongations are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was subjected to a tensile force that exceeded the material's yield strength prior to the separation. The event ¿stent - incomplete expansion¿ could not be confirmed due to the nature of the event as this cannot be replicated in the lab setting; additionally, no procedural films were provided. Therefore, the exact causes cannot be conclusively determined. The device was received in poor condition with the outer sheath separated and multiple kinks. Unfortunately, proper functional testing cannot be performed; furthermore, the stent was not received for evaluation. Based on the information available for review it is difficult to ascertain a root cause for the event reported. It is unclear why the stent did not appose to the vessel wall and was removed with the delivery system upon withdrawal, handling of the device during use and procedural factors were likely contributing factors. According to the instructions for use, which is not intended as a mitigation, ¿prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the tuohy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2). If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ the information available nor product analysis suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, when retracting the delivery system after the 8x60 x120 cm smart flex vascular stent system was released, the stent was taken out of the body with it. There was no reported patient injury. No unusual force was applied during the deployment of the stent, and the stent was not partially deployed nor still attached to the delivery system. The access site was the femoral artery. The vessel characteristics at the target site included no tortuosity, little calcification, and seventy-five percent (75%) stenosis. The device was stored and handled according to the instructions for use (IFU) and prepped as per the IFU. There were no visible signs of device/package damage prior to use. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.